Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, vaginal pressure, nocturia, straining to urinate, and incontinence.

Event description:
It was reported that following insertion the patient experienced urinary frequency, vaginal pressure, nocturia, straining to urinate, and incontinence.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent anterior and posterior colpoperineorrhaphy with enterocele repair, and sacrospinous ligament vault fixation due to stress urinary incontinence and vaginal prolapsed. Following implantation the patient experienced chronic pelvic and vaginal area pain as well as frequent infections; painful urge incontinence; excruciating pain during intercourse; rectal pain; painful bowel movements and sharp pelvic pains. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.